Event description:
The patient reported that pump buttons have not been activating desired pump functions for six months. The patient does not clean the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/22/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. The up arrow and down arrow keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. All of the other keypad buttons responded appropriately and spring back or click normally. There was evidence of keypad contamination found under the key contacts and no hypersensitive or inverted keys were observed. Unrelated to the complaint, evaluation revealed a cracked display lens, which has no effect on insulin delivery function.